Event description:
During a lap chole, the clip applier malfunctioned and caused a bile leak. No patient information was provided.

Manufacturer narrative:
The clip appliers with s/n (B)(4) were not returned in a timely manner, therefore, no investigation could be conducted. No issues were found with the device history records.